Event description:
It was reported that the implantable cardioverter defibrillator exhibited far field r-wave oversensing and caused inappropriate automatic mode switching episodes on the ventricular channel. Programming changes were discussed; however, the device was explanted and replaced due to other issue. The patient was stable post procedure.

Manufacturer narrative:
Correction: the far field r-wave oversensing was resolved by reprogramming. Date of explant should not have been reported in the initial MDR. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted that programming changes were made to resolve the issue. The patient remained asymptomatic.